Event description:
It was reported a transient ischemic attack (tia)and death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a single deployment and no recaptures. The patient was extubated and taken to the post anesthesia care unit (pacu) without any complications. At an unknown time, it was suspected that the patient had a tia. Tissue plasminogen activator (tpa) was administered. It was also noted the patient had a 6.7cm brain bleed. Four days post procedure, the patient passed away. The cause of death is currently unknown.

Manufacturer narrative:
B5: updated. H6 patient code: corrected.

Event description:
It was reported a transient ischemic attack (tia) and death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a single deployment and no recaptures. The patient was extubated and taken to the post anesthesia care unit (pacu) without any complications. At an unknown time, it was suspected that the patient had a tia. Tissue plasminogen activator (tpa) was administered. It was also noted the patient had a 6.7cm brain bleed. Four days post procedure, the patient passed away. The cause of death is currently unknown. It was further reported that the type of stroke was a cerebral vascular accident (cva), and the official cause of death was cva hemorrhage post tissue plasminogen activator. At approximately 9:30 am the patient was found to have increased confusion and generalized numbness and weakness of her right sided extremities by her nurse. Rapid response was called. Over the next 30 minutes the patient began to slowly regain strength in her upper and lower extremities. However, the numbness persisted. Cardiology and neurology were contacted. The patient was not a candidate for tpa. A computed tomography angiography (cta) was recommended. Cta showed complete acute right middle cerebral artery m2 branch occlusion at the right sylvian fissure. On (B)(6) 2022, the patient was alert and oriented. The patient had no difficulties ambulating, talking, taking medications, and discussed history with patient as well as medications. The patient was expected to be discharged to home that afternoon. Cardiology came in for rounds on the patient and daughter was present. The patient was sleepy. At 9:15 am the nurse was rounding again on the patient with daughter still in the room. The patient was difficult to rouse and was confused. The patient had difficulty conversing and following commands but was able to correctly count 3 fingers held up with both eyes open. The patient was able to follow commands with the right side of body, but the left side was weak and slow. The stroke alert was called. The stroke team came to the room and cardiology and neuro as well. The patient was sent for head computerized tomography and an active stroke was revealed. The patient was sent to intensive care unit at 11:45 am for tissue plasminogen activator. It was noted that the cause of death was not related to the watchman flx laa closure device, as it was due to complications of tissue plasminogen activator.